Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no damage was observed. Complaint of boot up failure was confirmed. Unit did fail during boot up with error message to start product up in normal mode. Cause of errors is corrupted software. The error could be caused if the system stopped responding, crashed, or lost power unexpectedly. The complaint investigation has concluded the cause of the failure to be a software error and hdd needs to be recloned. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that during shoulder surgery the device rebooted.the procedure was completed with a backup device with no delay or patient injury reported.